Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-feb-2023. Investigation summary: one sample and four photos were provided to our quality team for investigation. Through visual inspection, the spike is observed to be broken. Further evaluation did not identify any air bubbles or other defects that would have led to the breakage. A device history review was performed for lot 2209211, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues were identified. Based on the sample evaluation, the root cause was determined to be the force used when inserting the spike connector into the IV bag.

Event description:
It was reported while using bd phaseal¿ spike connector (c180j) the spike broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a broken c180j. According to the customer's report, the hcp spiked a saline bottle with c180j and drew saline, and then the c180j broke off.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ spike connector (c180j) the spike broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a broken c180j. According to the customer's report, the hcp spiked a saline bottle with c180j and drew saline, and then the c180j broke off.